Manufacturer narrative:
Reagent issues were excluded. The field service representative adjusted the gear pump head and checked and adjusted the rinse arm and washes. He replaced the reagent and sample probes and one probe rinse station. He also adjusted the cell rinse and confirmed the module was performing within specification. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ca calcium results for 1 patient sample on a cobas 8000 c 502 module. The initial result was 7.33 mg/dl. The repeated result was 9.01 mg/dl. The repeated result was performed on a different analyzer. The results were not reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.